Event description:
It was reported by the customer "on (B)(6) 2023, the patient was hospitalized for cholangiocarcinoma and had a PICC catheter inserted, and at 16:50 pm on the 17th, the catheter was found to leak out of the catheter during pre-filling." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.